Manufacturer narrative:
This report is submitted on january 03, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with oral antibiotics, however the issue could not be resolved. The device was explanted on (B)(6) 2017, re-implantation is planned but has not taken place as of the date of this report.